Event description:
Customer reports getting an error message on her meter while using the compact plus system. Customer reports having high blood glucose symptoms and went to the doctor due to having chest pains. Customer reports a blood glucose result in the 300 mg/dl range at the doctor's office; was treated with insulin by the office nurse. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.